Event description:
Related manufacturer reference number: 2017865-2022-41129. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold and the right ventricular (rv) lead exhibited decreased sensing. The ra and rv lead were explanted and replaced. The patient was in stable condition throughout the procedure.